Manufacturer narrative:
The reported event of ¿pacemaker lead malfunction¿ was confirmed. A complete lead was returned in one piece. Visual examination noted an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) leads were explanted and replaced due to a malfunction. The patient's condition was unknown.